Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 900 mg/dl and high ketone levels. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with no permanent damage. It was reported that the pump battery could not be charged. The customer reverted to manual injections for insulin therapy.